Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks while the patient was exercising at the gym. Review of the device logs showed that the patient received three rounds of anti-tachycardia pacing (atp) in (B)(6) 2023 for what appeared to be a sinus tachycardia (st) and recently, in (B)(6) 2023, the patient received two rounds of atp and two shocks for st. The physician decided to reprogram the ventricular rate zones to vt-1: 140 beats/minute and vt: 160 beats/minute and to provide atp only for the vt-1 zone. The patient was previously on amiodarone; however, it had been discontinued. The ICD remains in service.